Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
(Initial reporter, event site email).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. On inspection of the system, it has been found that the safety disk was disconnected and the power supply module switch was turned off. The fse took corrective action for both the issues. The fse performed all functional test which were all passed. The fse kept the system pumping with the help of a iabp trainer and demo balloon for 2 hours. There was no issue observed. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had an intermittent leak in the circuit message. It is unknown if there was any patient harm/injury; however there was no adverse event reported.